Event description:
The customer reported obtaining erroneously high monocytes (mo%) results for a patient involving the coulter act 5diff cap pierce (cp) after the instrument had been idle for some time. The instrument generated flags which alerted the customer to review the results. The customer repeated the sample on the original analyzer two more times and incorrect results were obtained. The sample was sent to a reference laboratory and run on a coulter lh 750 hematology analyzer and results, which were considered correct, were obtained and reported out of the laboratory. Erroneous results were not reported out of the laboratory and there was no affect or change to patient treatment in connection with this event. The customer reported a similar event had also occurred on (B)(6) 2012. Please see medwatch #1061932-2013-00244 for the event which occurred on (B)(6) 2012. Data review of the instrument printouts provided by the customer indicates that the sample recovered lower neutrophil (ne %) and higher mo%. No instrument flags were generated for the rerun results. Beckman coulter field service engineer (fse) was dispatched and replaced the diff syringe along with the diff syringe motor. A preventive maintenance (pmc) was also completed on the instrument. Failure mode was determined to be the diff syringe and diff syringe motor.